Event description:
Distal segment of internal pacer lead fractured at clavicle/first rib and migrated. The tip of the pacer lead was found in the right ventricle. Extraction efforts were unsuccessrul. Lead tip remains in intracardiac chamber. New system was implanted. The pt is stable with no apparent problems.